Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing thresholds. This ra lead was revised during a device changed out. Additional information indicates that the cause was unknown and the behavior was not attributed to the lead or device. This ra lead was abandoned surgically. No adverse patient effects were reported.